Event description:
The customer reported that he activated the device on (B)(6) 2012. His blood glucose average was reported as 186 mg/dl. He reports that 91 units of insulin were delivered to the device, 64% boluses and 36% basal. He went to the hospital at 7:00 pm on (B)(6) 2012, where he was admitted into the ICU for diabetic ketoacidosis. The pod was discarded at that hospital. He remained hospitalized for the weekend, but was released and returned to work the next week.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the patient's dka and hospitalization. No product or lot number was reported; therefore, no qualification records were reviewed. The omnipod user's guide warns, "left untreated, dka can cause breathing difficulties, shock, coma, and eventually death," and, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. Of you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." It advises, " the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4 - 6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops."